Manufacturer narrative:
Initial.

Event description:
It was reported that the patient¿s charger allowed the device to charge briefly before the indicator light blinked and charging stopped, and the behavior persisted across multiple outlets; the patient had received a charging pad that is incompatible with their older pump model, and a replacement original charging kit was sent. Symptoms included no adverse clinical effects. Outcomes included no reported impact to health and no hospitalization. Customer support provided assessment and troubleshooting with confirmation of use of an incompatible charging accessory. Investigation of this case revealed a device accessory compatibility issue leading to intermittent charging, with the charging pad identified as the incorrect component for the pump model in use. It was concluded, based on previously established findings for similar reports, that the cause was user-device interface due to incompatible accessory selection.